Event description:
Customer reported a previous incident of low blood glucose with a lowest level recorded at 40 mg/dl. Cause was not known. The customer consumed glucose tablets and carbohydrates to manage the low blood glucose and received advice from technical support to consult a healthcare professional for further discussion on factors affecting blood glucose.